Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 280 mg/dl with high ketones. Customer went to the emergency room and was sub-sequentially hospitalized. Reportedly, customer felt sick. Customer was treated with intravenous fluids and was released from the hospital on (B)(6) 2018. The supplies were changed to address the event.